Event description:
It was reported that during stapling and cutting of the rectum, the staples fell down and didn't close. The procedure was completed by hand suturing. There was no further consequence to the pt.